Event description:
Kimberly-clark received a report stating, "patient was intubated on (B)(6). At 5am on (B)(6) cuff leak was noted. It was not holding air. Tube exchange made. Upon further examination of the cuff, it is over the murphy eye and leaking out air into the murphy eye, therefore not holding a proper seal. No adverse effects to patient." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We were unable to review the device history record as no lot number was provided for the device referenced in this reported event. Analysis of the returned device found that the distal end of the cuff migrated proximally along the breathing tube. There is visual evidence of a solvent bond on the tube surface at the proper location for distal cuff bonding. A root cause for this reported event has not been determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.